Manufacturer narrative:
The investigation for the console (aic) loss of opm data has been completed. Console logs from the reported day of the event are consistent with the complaint. The logs show multiple instances of the following errors: "algs suspended opm signal invalid, and "invalid_bad_snr_sample_mask" due to snr falling below the minimum threshold. The first placement signal not reliable alarms (#1036, due to low signal-to-noise ratio) alarm was observed just after 6 minutes of pump connected, pump was removed and reconnected into the console, however multiple instances of placement signal not reliable alarms (#1036, due to low signal-to-noise ratio) were observed. Ltlog data indicates that the unreliable placement signal persisted for half of the case, with varying intensity, which correlated with low snr. This led to placement signal not reliable alarms (#1036, due to low signal-to-noise ratio) rtlog data also showed pulsating contrast values and snr values. Console was not returned to field service for further investigation. The root cause for the placement signal not reliable alarms, could not be determined as aic was not returned. Corrections to the initial MFR report: d4 updated model number.

Event description:
The user facility reported a patient undergoing high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support and intermittent placement signal was encountered throughout the case with stable motor current. Reportedly there were no issues encountered during the pci, and the patient was reported to be in stable condition. The investigation of the impella cp device was completed and it was determined event may be due to the automated impella controller (aic). Therefore, a request has been made for return of the aic evaluation and analysis.

Manufacturer narrative:
The automated impella controller was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - loss of opm data has been completed. The console was received for investigation. Data analysis: the console logs from the reported day of the event are consistent with the complaint. The logs show multiple instances of the following errors: "algs suspended opm signal invalid, and "invalid_bad_snr_sample_mask" due to signal not reliable (snr) falling below the minimum threshold. The first placement signal not reliable alarms (1036, due to low signal-to-noise ratio) alarm was observed just after 6 minutes of pump connected, pump was removed and reconnected into the console, however multiple instances of placement signal not reliable alarms (1036, due to low signal-to-noise ratio) were observed. Ltlog data indicates that the unreliable placement signal persisted for half of the case, with varying intensity, which correlated with low snr. This led to placement signal not reliable alarms (1036, due to low signal-to-noise ratio) real time (rt) log data also showed pulsating contrast values and snr values. Device analysis: the console was returned for further investigation. The reported complaint could not be reproduced when running a known-good pump and purge cassette. However, upon inspecting the analog output of the ccd from the optical bench, intermittent distortions in the signal (envelope/fringe) were observed. When the ccd array signal was not distorted, the measured "5s" parameters were within specifications. Root cause: the root cause for the placement signal not reliable alarms was due to the defective optical bench or its components. D9 device returned to manufacturer date added. H6 type of investigation, investigation findings, and investigation conclusions revised based on the returned console investigation results.